Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Early or late postoperative infection and allergic reaction." The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4) 2011.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6), 2008 and that the onset of sickness and pain began immediately after the procedure. The patient further reported that a determination of metal poisoning/allergic reaction to cobalt and chromium was made. Review of invoice history confirmed that a revision procedure was performed on (B)(6), 2011. The cobalt chromium modular head was removed and replaced with a ceramic component. No further information has been reported to date.